Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: (B)(6).

Event description:
It was reported that there was a malfunction resulting in battery failure which will cause loss of mechanical ventilation. There was no patient involvement.